Event description:
It was reported by the physician that a patient was undergoing a fast ventricular tachycardia (vt) in which the physician pushed the emergency shock button, however, it took so long that the physician used external paddles. After the external cardioversion was successful, the patient received a shock from the device. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).